Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired three times, firing scissored clips. No other details were provided. (B)(4).

Event description:
It was reported that the 8800 system would not boot up. No patient injury was reported.